Manufacturer narrative:
Complaint no samples were received for evaluation. No further information or clarification was received from the customer. We have no further inventory of the material batch. We have no further complaints on the material batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer advised the tubes are not filling properly. Technical service has advised the customer has been unresponsive after multiple attempts to gather samples and further information. As we have no further clarification to their claim of "tubes are not filling properly", and we cannot know if the tubes are underfilling, overfilling, or both, we have coded the complaint for both.